Manufacturer narrative:
No additional information can be obtained from the reporter as the complaint was made through (B)(6) website anonymously; the reporter did not provide any contact information. The device is not expected to be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported a disconnection of the equipment portion causing the diet to leak. No other information is able to be obtained since the reporter's information was not provided.